Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was not confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and failed as the transmitter could not be discovered. The global transmitter final functional test was performed and resulted in a failed transmitter. The share log was reviewed and showed a transmitter failed error. The customer complaint of a transmitter failed error was confirmed. The root cause was determined to be a failed transmitter.